Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received 1 used touchless catheter with the original unit packaging. Visual inspection noted no obvious defects. During a functional evaluation it was found that the catheter would not drain. The catheter was cleaned and lubricant was found inside of the catheter and removed. The lubricant dissolved once it was exposed to water. After the lubricant was removed from the catheter, the catheter was tested again and it drained without any difficulty. A dimensional evaluation found that the catheter was with in specifications. The complaint was confirmed with an unknown root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "sterilized using ethylene oxide. Do not resterilize. Do not use if package is damaged." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was blocked. The complainant alleged that no urine returned upon insertion of the catheter.